Event description:
It was reported that the control module was giving green cable errors and the customer had to hold the green holster cable into the control module for the system to function. The sales rep also stated that the st holster was giving repeated probe errors.

Manufacturer narrative:
Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.